Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found that the image was flickering an contained static, but total image loss was not duplicated. Upon further investigation, corrosion was found in the electrical connector secondary to fluid invasion. Discoloration and cracks were observed at the distal tip glue, which is most likely attributed to chemical damage. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a procedure, they experienced video monitor black out during procedure, whereby they could not get any picture. There were no further info obtained from the user facility.